Event description:
It was reported that the patient was experiencing pain due to loosening of the tibial implant. The patient was revised in 2009, with another implant.

Manufacturer narrative:
Investigation still in progress.